Event description:
I have started receiving an error message starting this date that wouldn't go away I changed the power supply outlet as well as the cord and all the error message is continuous and still on there so I need a replacement sent, please and thank you.